Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer reported that they were trying to get the patient over the surgery from their implantable neurostimulator (ins) and tried the stimulation yesterday which seemed to help their pain. The patient continued to have a tingling feeling after the device was shut off. When the device was turned down yesterday the patient¿s foot was very blue. The patient also felt stimulation across the neck and across the back of the shoulders but was supposed to feel it down the legs and into the feet. It was reviewed with the reporter how to properly turn the stimulation off. The reporter also had a call into the nurse. The patient had a follow up appointment with their doctor scheduled for (B)(6) 2016. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.